Event description:
The user received questionable probnp results for three patient samples from the cobas e601 analyzer. All repeat testing was performed on (B)(6) 2011. Patient sample 1 initial result was 26.41 pmol/l and was reported outside the laboratory. A doctor questioned the low result after reviewing cumulative results for the patient. The sample was repeated and the result was 887 pmol/l. The patient missed having a cardiac investigation due to the "normal" initial result however; the patient was not discharged and remained in the hospital. There was no report of the patient suffering any ill effects from not being evaluated for a cardiac event. Patient sample 2 initial result was 12.55 pmol/l and the repeat result was 356 pmol/l. Patient sample 3 initial result on (B)(6) 2011 was 72.91 pmol/l and the repeat result was 2597 pmol/l. It was unknown if the initial results for samples 2 and 3 were reported outside the laboratory. No adverse events were alleged for these patients. Upon evaluation of the analyzer, the field service representative found black material in a syringe which he cleaned. He then reloaded the pro bnp reagent pack and determined the assay was performing acceptably.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. Most likely an impurity or blockage of the extra wash station (ews) caused erroneous pipettings during the pre-wash cycle. This was resolved during the service visit. The field service representative also exchanged both measuring cells. No adverse events were reported.